Manufacturer narrative:
Patient code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not had any symptom improvement yet. The patient connected on the call and showed stimulation was at 1.3. The patient stated they needed to increase, and it was reviewed how. The patient noted they were getting their stitches out on monday and hoping their rep would be there to go over the equipment with them. The patient was redirected to their healthcare provider to discuss symptoms and programming. The patient noted calling their rep about this but were not sure what day. The patient called back and reported they still did not have the ins working, they still had incontinence at night and woke up in their urine. The patient had their handset with them but were having issues trying to increase. The caller was seeing 2 applications and pressing on both, but nothing was happening. The caller was walked through syncing with the programmer and using the equipment. Syncing showed the stimulation was on at 1.3 on program 2. The patient increased to 2.7v where they felt comfortable stimulation in the correct area. The patient was redirected to their healthcare provider if the symptoms didn¿t resolve. On (B)(6) 2019, additional information was reported. It was reported by a newly implanted patient on (B)(6) 2019 patient that they wanted assistance on how to connect wi th the ins. While on the call, patient services tried to walk the patient through how to connect with the in but the handset showed ¿no device found.¿ patient services reviewed with the patient that it could be because they were newly implanted, the wound was still healing and that there were still bandages back where the incision site was that could cause the telemetry issue. Patient services recommended the patient to let the wound heal for a few days and they could try again. The patient was also told that if they needed assistance to call patient services back. It was noted the patient understood. Furthermore, on (B)(6) 2019 patient reported that the patient could not connect the communicator and the handset while on the phone as patient services walked the patient through the remote. The patient was not able to connect while on the phone and would be calling back with a friend to come and assist them. It was noted the patient would keep seeing the communicator not found. Patient services reviewed to check if it was on and to make sure the blue side was against the ins location. The patient reported they started dripping urine the day prior to the call which was going on the wound. The patient stated they had been trying to use the handset and could not ¿get this to work¿, had trouble with the handset getting ¿this¿ to program. The patient noted they were implanted on (B)(6) 2019 and that since then they had not been able to use the handset. There were no further complications reported/anticipated. Then on (B)(6) 2019, patient called back to report that they had a revision done. They stated that their healthcare professional (hcp) told them something had slipped. Moreover, patient stated that they weren¿t programmed after the revision surgery and was now leaking like a faucet. Patient stated that they were told they were not programmed. During call, it was reviewed communicator and handset use. Patient stated they had access to programs but was seeing the device not found message. Patient was directed back to their hcp. On (B)(6) 2019, patient called back. They stated programming was complete. Patient was ready to go in to set up "my therapy". Patient chose to increase stim from 0.9 to 1.1 but stated the stimulation hurt a little at this level but declined to decrease stim back down because they were peeing all over the place. They confirmed this was a continuation of leaking like a faucet. Patient did mention that since programming has been complete, the leaking has improved. Patient just wanted to address it more because they had an incident where they were standing in line at the store and peed their pants and got all wet. Programming options and recommendations were reviewed with patient on the call. Patient wanted to stay on 1.1 setting. It was reviewed to decrease or change settings if stim became too high to tolerate. No further complications were reported or anticipated.